Event description:
It was reported that during a procedure, the device indicated a rise rate error. Because the facility did not have a back-up device the procedure needed to be cancelled and rescheduled for several days later. The pt was under conscious sedation. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.